Event description:
It was reported that, during a procedure, the allura xper fd20 indicated an application error and was unable to boot. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file revelaed a system interface board (sib) communication issue. Upon onsite inspection of the system, the service engineer confirmed an intermittent issue with the sib communication and discovered that the sib was auto-booting unexpectedly. The service engineer replaced the sib unit and replaced the r-cabinet ethernet switch, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.